Event description:
The facility reported a colleague pump with failure code 810:11. The reported condition was identified during biomedical service. During service at baxter, it was discovered that failure code 810:11 was caused by a out of calibration ail pcb (air in line printed circuit board). There was no documented patient injury or medical intervention necessary. No additional information is available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed, but not duplicated. The ail pcb was recalibrated to resolve the reported condition. A follow-up MDR will be submitted if additional information becomes available.

Event description:
Revision due to continued discomfort. X-rays showed the alignment of the components was acceptable and indicated that discomfort was caused by soft tissue issues.

Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).